Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found that patient's pacemaker was in backup mode. The device was able to reset to normal setting by programming intervention. There were no patient consequences.